Event description:
Indication: selective deficiency of immunoglobulin g [igg] subclasses. Home health nurse, with patient, reported a pump (serial: not provided). Issue. Nurse stated, "infusing lot faster than require and suspect spring issue". Requesting new pump. Pharmacy replacing pump. Return material sent to patient for device associated with event. Missed dose(s), interruption to therapy and/or adverse event(s) due to product issue: unknown. No further info. Reported to (B)(6) by: health professional.